Event description:
The patient experienced a loss of therapeutic effect and intermittent stimulation sensation. It was noted that the device was moving/shifting in the pocket and may be flipped (not confirmed). She also had pain at the implant site and down her leg. Her therapy was working intermittently. She was re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).